Event description:
It was reported post implant of a realize adjustable band, the patient had severe inflammation around the stomach. There was a 3mm opening in the stomach and the patient could not swallow. The band was removed . There was no infection and no erosion just severe inflammation. The patient had not had any fills. The surgeon feels the patient had an allergic reaction. The patient has been discharged and is doing fine.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was fired at the jejunojejunostomy closure on the third firing with a white load, there were malformed staples all along the staple line. There was a lot for bleeding. It was noticed after the second firing at the sided to side anastomosis the staples were loose. Another device was used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.